Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shuts down before and after a battery change. The customer's blood glucose reading was 319 mg/dl at the time of incident and customer treated with a manual injection. Troubleshooting found that the batteries were only working intermittently, but multiple fresh batteries have been used and off no power alert was received after new batteries were installed. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.